Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 170 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm however the altitude alarm recurred. Reportedly, the cartridge was reloaded, and insulin delivery was resumed however the altitude alarm recurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.